Manufacturer narrative:
D4: the product code and lot number is not known, therefore the UDI number cannot be provided. The actual device has not been received by the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted within 30 days from the date that this report was sent. For this reason code 11 was used in the conclusions section of h6. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
The user facility reported pressure increase in the capiox device. Follow up communication with the user facility confirmed the following information: (1) the pressure gradient increased over 500 mmhg; (2) the oxygenation and co2 elimination performed continuously; (3) the procedure was completed successfully; and (4) the patient was not harmed.

Manufacturer narrative:
This report is being submitted as follow up number 1 to provide an update on the status of the report. The actual device has not yet been received by the manufacturing for evaluation. The investigation is currently ongoing. A follow up report will be submitted within 30 days from the date that this report was sent. For this reason (B)(4) was used in the conclusions section of evaluation codes.

Manufacturer narrative:
UDI number not required for this product. This report is being submitted as follow up number 2 to provide the returned sample evaluation as well as the product code, lot number, 510(k) information and manufacturing date. The actual device was returned to the manufacturing facility for evaluation. Visual inspection found no obvious anomalies. Blood was noted to have entered the fiber on the "gas out" side. The actual sample was rinsed and dried. Another visual inspection found no obvious anomalies. The actual sample was built into a circuit with tubes and bovine blood was circulated at each flow rate to determine the pressure drop. The obtained values were confirmed to meet manufacturing specifications. Bovine blood was kept awaiting in the circuit for 6 hours. No anomalies were noted. The blood was rinsed out of the actual sample and subjected to a visual inspection. No presence of blood clot formation was confirmed inside the device. A review of the provided pump record noticed a gradual rise in the pressure and thrombin was noted to have decreased during the procedure. A review of the device history record and product release decision control sheet of the involved product code/lot # combination was conducted with no relevant findings. A search of the complaint file found no other report with the involved product code/lot# combination. There is no evidence that this event was related to a device defect or malfunction. The results of the investigation verified that the actual sample was normal product. While the exact cause of the reported event cannot be definitively determined based on the available information, it is likely that the actual sample may have been plugged due to the formation of thrombus inside the oxygenator module. The device labeling does address the potential for such an occurrence in the instruction for use (IFU) with the statement such as the following: "do not reduce heparin during circulation. Otherwise, blood clotting might occur. Adequate heparinization of the blood is required to prevent it from clotting in the system." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.